Event description:
It was reported by the rep that the one lcsb5 was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported that the device stopped working ten minutes into the case. The case was completed with another device and with no pt consequence.